Event description:
Caller alleged discrepant inr results between two (2) inratio2 meters and lab inr results. Results are as follows: date: (B)(6) 2013, inratio2 meter 1, sn (B)(4), inr=5.5, inratio2 meter 2, sn (B)(4), inr+2.3, lab analyzer inr = 4.7. The time between inratio testing was seven (7) minutes. The time between the meter results and the lab draw was unk. The lot info was required but was not provided. There was no pt or technique info available. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
The inratio2 (B)(4) is being reported under a separate medwatch report number 2027969-2013-00640. Investigation pending.